Event description:
It was reported that a malfunction occurred with a specific malfunction code displaying on the device. There was no adverse impact to the customer¿s blood glucose level. The customer received information to reset the pump, but the malfunction recurred. As the customer was outside the country, a replacement pump could not be sent immediately; however, the customer had a loaner pump as a backup.